Manufacturer narrative:
(B)(4). Pleaser reference MFR# 6000034-2013-00844 for previous history regarding this device.

Event description:
Per the clinic, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.